Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer's mother reported via phone call that the insulin pump's keypad was unresponsive. Caller reported that the device was taken on a water ride. Blood glucose level at the time of the incident was 223 mg/dl. Caller also reported that the device had multiple motor error alarms. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no down arrow button response due to corroded keypad traces. Unable to perform displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests or verify motor error alarm due to no button response however; the motor passed the motor test. The insulin pump has partially broken reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, reservoir tube cracked and reservoir tube window cracked.